Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-22572. It was reported that during a system explant procedure (manufacturer reference number: 1627487-2020-22470), upon attempting to explant the lead, a portion of the right lead at the l5 position broke off. As a result, the tip of the lead remains implanted and inactive in the sub laminar space. The left lead at the l5 position was difficult to remove therefore, the physician elected to cut and remove a portion of the lead and the remainder of the lead remains implanted and inactive.